Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported the aligners have too much plastic that cuts into their gums on the inside. Requested information, provided hh tips and to file the rough spots on the aligner cutting the gums.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.